Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and found to have an actual longevity that was less than 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The device was removed due to a infection, was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.